Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the ECG trunk cable is faulty. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that this was a malfunction of the ECG trunk cable, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem the calibration requirement of the ECG trunk cable. The reported problem was confirmed. The fse replaced the ECG trunk cable to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.